Manufacturer narrative:
Device evaluated by MFR. : the promus elite ous mr 16 x 3.50mm stent delivery system was returned for analysis. A microscopic, visual and tactile examination of the hypotube shaft identified a break at 21cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a severely calcified proximal left circumflex with a bend of more than 60 degrees. A 3.50 x 16 promus elite was advanced after several pre dilation attempts with 2.75 mm and 3.0 mm balloons. The lesion was described as uncrossable after a few forceful, but unsuccessful attempts to cross with the stent. In the process, the shaft of the stent delivery system broke near the hub. The procedure was immediately cancelled. There were no patient complications reported.

Event description:
It was reported, that shaft break occurred. The 90% stenosed target lesion was located in a severely, calcified proximal left circumflex . With a bend of more than 60 degrees. A 3.50 x 16 promus elite was advanced after several pre dilation attempts with 2.75 mm and 3.0 mm balloons. The lesion was described as uncrossable after a few forceful. But unsuccessful attempts to cross with the stent. In the process, the shaft of the stent delivery system broke near the hub. The procedure was immediately cancelled. There were no patient complications reported.